Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2018 to receive an hf sensor delivery system. During the procedure, the doctor was unable to find a suitable vessel in either the left or right branch of the patient's pulmonary artery. In turn, the procedure was abandoned.